Event description:
It was reported that the patient's right hip was revised due to recurring dislocations. Intra-operatively, the competitor metal head was found out of the inner bipolar component of the constrained liner, the inner bipolar component of the constrained liner was found to be partially dissociated from the outer liner, and that the inner bipolar component exhibited signs of wear. Patient's liner was revised. Rep reported he can provide a picture, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown liner was reported. The event of disassociation was confirmed through clinician review of the provided medical records. The event of wear was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated/unlabeled: ap hip x-ray. Likely a competitor aml stem. Bone loss and marked thinning of the diaphysis at the medial end of the stem. There is a constrained liner with apparent dislodged locking ring and dissociated head from the bipolar liner. Confirmation: there was a dissociation of the head and the inner bipolar constrained head as well as likely dissociation of the locking ring. Root cause: the root cause cannot be determined without additional medical records. The use of the competitor stem/head with the stryker constrained tripolar constrained liner is as I understand off-label. The mechanical strength of the locking mechanism with mismatched components is unclear. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: the medical review indicated :there was a dissociation of the head and the inner bipolar constrained head as well as likely dissociation of the locking ring. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to recurring dislocations. Intra-operatively, the competitor metal head was found out of the inner bipolar component of the constrained liner, the inner bipolar component of the constrained liner was found to be partially dissociated from the outer liner, and that the inner bipolar component exhibited signs of wear. Patient's liner was revised. Rep reported he can provide a picture, and confirmed that no further information will be released by the hospital or surgeon.